Event description:
It was reported that during a universal spine system l3-l5 procedure for a l4 fracture, the surgeon was torquing the nut and collar down to the screw and the collar cracked. On the nut, the tech noticed a burr on the thread, and the thread had started to peel. The surgeon removed the nut and collar, and replaced them with another nut and collar to complete the procedure with no further problems. This is report 2 of 3 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes mni. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and showed minor nicks on the edges and a burr on the thread. The damage occurred in the field and was not due to the manufacturing process. This complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 3 for complaint (B)(4).